Event description:
The customer received a no "delivery alarm" while priming. The customer was disconnected from the pump and primed again with different reservoir and tubing and the pump delivered the insulin. Additionally, asked the customer to push on back of the reservoir and they felt a great resistance. Blood glucoses were high at the time of call and treated with an insulin injection.